Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headaches and sinus infection. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged headaches and sinus infections. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in this device. During the investigation manufacturer observed. Secondary findings: device likely reset, dust like contamination in blower box, dust like contamination on blower motor manufacturer is unable to address the symptoms. Manufacturer found no evidence of sound abatement foam degradation or breakdown. The external investigation showed that there were no signs of contamination on the outside of the device. The error log showed that there were no errors on the log. The internal investigation showed that there were signs of an unknown dust like contamination on the blower motor and in the blower box. There were no signs of sound abatement foam degradation. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.